Manufacturer narrative:
(B)(4). Other remarks: see complaint (B)(4), as the complaint involved the same patient.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a system error 7. The iabp was recovered by rebooting. As a result, the iabp was replaced. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). No iabp parts was returned to teleflex chelmsford for investigation. The reported complaint of iabp system error 7 alarm is not able to be confirmed. The root cause of the complaint is undetermined. The pump was serviced by a certified service agent and no functional issues were noted. The pump passed functional checkout. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: see complaint (B)(4), as the complaint involved the same patient.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a system error 7. The iabp was recovered by rebooting. As a result, the iabp was replaced. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.